Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured and a pinhole was noted near the center. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.